Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ms. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia") and multiple sclerosis ("worsened ms") and was found to have weight increased ("gained 30 pounds"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, multiple sclerosis and weight increased outcome was unknown. The reporter considered fibromyalgia, medical device removal, multiple sclerosis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. New event worsened ms was added. New reporter added. New concurrent condition ms was added. Follow-up 1 and 2 and 3 processed together. On (B)(6) 2020: content received from social media: new event added - gained 30 pounds; new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.